Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The devices were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed a controller power up and motor start event on the date of the reported event. Analysis of the devices revealed that the devices met specifications; all devices passed visual inspection and functional testing. The battery and controller ac adapter passed testing and is unlikely to have malfunction during the reported event. Additionally, log file analysis did not reveal any strange or unusual behavior. The cause of the loss of power could not be conclusively determined; all devices passed testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The returned battery passed visual and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volt level as the pack discharged down to the 12 volt level. This unit was able to communicate with a test-bed setup, giving no indication of a damaged cable. Log files analysis revealed that this battery was involved in switching events prior to the 25% threshold. While the exact cause of the reported event cannot be conclusively determined, log file data point toward a potential communication anomaly between the controller and the connected battery. An internal investigation (CAPA) has been opened to address the issue.

Event description:
Approximately six months and two weeks post hvad implantation, it was reported that the patient experienced power switching from one port to the other. The battery was replaced and is being returned to heartware for evaluation. There was no reported patient injury as a result of this event; the issue was resolved with the replacement battery. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the battery ((B)(4)) is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.